Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device remains implanted.

Event description:
The patient was implanted with the ovation ix stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately (45) forty-five days post-op during a routine follow up a (CT) scan revealed significant stenosis of the proximal segment of the right iliac limb at the level of the bifurcation within the alto aortic body. No other information has been provided at this time.

Event description:
The patient was implanted with the ovation ix stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately (45) forty-five days post-op during a routine follow up a (CT) scan revealed significant stenosis of the proximal segment of the right iliac limb at the level of the bifurcation within the alto aortic body. No other information has been provided at this time. Additional information: on (B)(6) 2022, the patient underwent a re-intervention in which a balloon expandable stent was placed in the narrowed iliac limb to resolve the issue. The patient's final status was reported as doing well. During a subsequent clinical assessment on (B)(6), 2022, mild stenosis of the proximal left iliac stent was also identified through a review of the patient's computed tomography (CT) scan.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good-faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the stenosis of the proximal segment of the right iliac limb is confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest there was mild stenosis of the proximal left iliac sent that also occurred. This finding was discovered during an examination of the CT scan dated (B)(6)., 2022. The right common iliac maximum diameter was 26.6mm (IFU requirement is 8-25mm), which is an off label condition. This may have contributed to reported event but cannot be conclusively determined. Procedure-related harms, device, user, procedure, or anatomy-relatedness of this complaint could not be determined with the medical records available for review. The final patient status was reported as doing well post-re-intervention. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b2: outcomes attributed to adverse events has been updated b5: describe event or problem g3 awareness date h6 investigation finding codes; remove 3233 h6 investigation conclusion codes; remove 11.